Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed as the lens remained implanted. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The complaint history search revealed this is the only investigation/complaint issued for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation there is no indication of a product malfunction or product quality deficiency. No nonconformity report or documentation or labeling change is required. All pertinent information available to abbott medical optics has been submitted. Other text : placeholder

Manufacturer narrative:
UDI #: (B)(4). Event date: exact date of event unknown. Patient experienced symptoms in (B)(6) 2015. Explant date: if explanted; give date: not applicable. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced pain, blurred vision and redness in her left eye since (B)(6) 2015. The patient sees big clear floater (size of a mosquito wing) every time she blinks. Based on diagnosis by patient's doctor, there was no deposit on the lens and pressure was normal. Reportedly, some days her eyes hurt all day like shampoo in her eyes. Patient now has eye glasses (progressive, bifocal, anti glare) which seem to help a little.